Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 876mg/dl, and he was treated with manual injections. The customer was experiencing nausea, vomiting, excessive thirst/urination, keytones, abdominal pain, and fruity breath. The customer declined to troubleshoot as he is confident in the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-87203. Mfg. Report 2 of 2, medwatch report # 2032227-2012-05800.